Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, lcd screen was observed to be unreadable. The device's lcd screen needs to be replaced to address the issue.